Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies. The mode changed from ddd to vvi and the battery impedance was 21 kohms.